Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument was used for a surgical task and the mcs tip cover accessory fell off post-installation. Fa could not recall specifics. It was noted that in this case, the mcs tip cover accessory did not need to be replaced. The site was able to readjust and proceed with the same instrument and mcs tip cover accessory. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.